Event description:
Device 2 of 2. Reference MFR. Report #1627487-2016-01537. Additional information received identified surgical intervention took place on (B)(6) 2016, at which time, the patient's leads were explanted and replaced. Effective stimulation coverage was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2016-01537. It was reported the patient experienced a fall and subsequently her leads migrated. X-rays were taken and confirmed the leads migrated. Surgical intervention may take place at a later date to address the issue. The patient has 3 model 3166 leads from the same lot (lot #117773) implanted as part of her scs system.